Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "right breast reconstruction following a right side mastectomy. Evidence of right side device rupture diagnosed with ultrasound and MRI test. During the right side device replacement surgery, a rupture was found." Device has been explanted and replaced.

Manufacturer narrative:
Health effect-f2203-imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo analysis- visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported 'right breast reconstruction following a right side mastectomy. Evidence of rupture right side device diagnosed with ultrasound and MRI test. During the right side device replacement surgery, a rupture was found'. Record is for right side. Device has been explanted and replaced.